Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that complaint was reported. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the patient have any pre-existing dysphagia or other conditions (other than gerd)? No. Were there any intra-operative complications during implant? No . Was there any hiatal or crural repair done at the same time as the implant? No. Was mesh used at time of implant? No. What was the reason for removal of the linx device? Ongoing gerd symptoms was the device found in the correct position/geometry at the time of removal? Yes. Fundoplication was performed at the time of explant. Was a replacement linx device used? No. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Was there an alleged deficiency with the linx device? Did the patient have an autoimmune disease? Is the patient currently taking steroids / immunation drugs?

Event description:
It was reported that during an unknown procedure, there was an explant and conversion to fundoplication that happened last week. It is unknown if another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Device analysis: overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found.